Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft4 ii assay results for an unknown number of patient samples from cobas e 602 module serial number (B)(4). After a shift was found in the qc results, the customer recalibrated the assay and qc was then acceptable. Patient samples were retested on (B)(6) 2018 and a difference in the results was found. Of the data provided for 87 patient samples, only the results for 27 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
It was clarified that the samples were repeated on (B)(6) 2018. The investigation is ongoing.

Manufacturer narrative:
The ft4 gen 2 lots were 288197, 303235 and 315901. The expiration dates were not provided. The calibration data was acceptable. The customer's qc data showed multiple results out of range for level 1. Retention testing was performed by the manufacturer on the applicable lots. A general reagent stability issue was excluded as the controls were measured and recovered within acceptable ranges. The investigation did not identify a product problem. The cause of the event could not be determined.